Event description:
The reporter, a nurse, reported that on (B)(6) 2011 the pt was admitted to the hospital with a blood glucose level of 494 mg/dl and he experienced chest pains. The pt's wife reported the pt had obtained elevated blood glucose readings (greater than 300 mg/dl) for several days prior to hospitalization. The pt was admitted with the diagnosis of cardiac arrest, dka and erosion of the stomach. The pt was treated intravenously with fluids and insulin. Troubleshooting revealed there were air bubbles in the insulin cartridge and tubing, and that the pt had used refrigerated insulin. All basal/bolus doses matched correctly with the programmed settings. The pt used refrigerated insulin which may have contributed to the air bubbles in the tubing. The pt suffered symptoms of severe injury while using the insulin pump, and rec'd emergency medical attention and treatment, therefore this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the data for the time of the reported event is unavailable for review due to continued pump use. A review of the pump history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.